Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when was the blade tip broken? After the error occurred frequently, a nurse tried to clean the blades. The tip was broken at that time outside the patient. Was the blade tip broken outside of the or/ after the procedure? It was broken outside of the patient during the operation.

Event description:
It was reported that during a laparoscopic transverse colon surgery, an error occurred frequency toward the end of the surgery. The blade tip was broken off outside the patient when the device was cleaned on an instrument table. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.